Event description:
It is reported that the pt had a left hip arthroscopy for pain in 2012. At that time the surgeon told him that the liner was cracked. The pt was revised due to the cracked liner, but no damage was found during the surgery.

Manufacturer narrative:
Additional patient information was provided. Patient follow-up notes state that the patient had a scanogram which showed a 0.61cm leg length discrepancy. An orthotic was used to correct the leg length. With the provided information, a definitive root cause could not be identified.

Manufacturer narrative:
This report will be amended when our investigation is complete.